Event description:
It was reported: a nail breakage occurred. Since it has been a while since it was implanted, it is thought to be a breakage due to metal fatigue. Revision surgery occurred as a result.

Manufacturer narrative:
The reported event was confirmed. The review of manufacturing documents revealed no deviation in the manufacturing process. Required material properties had been confirmed prior to manufacturing. No nonconformance/corrective action had been filed for the item in question. Potential implant breakage had been considered in the risk management file with appropriate values not having been exceeded by this case. No indications of material, manufacturing or design related problems were found during the investigation. The labelling already states that the implant requires sufficient bone consolidation in order to relieve the nail during the implantation period. The labelling also points out potential reasons for insufficient bone healing ¿ e.g. But not limited to osteoporosis and / or diabetes and points out that an intra-operatively damaged implant is at risk for breakage. In the case presented the fracture pattern identified the nail had broken in fatigue manner after an implantation period of approx. 4 months. Intra-operative material damage had significantly weakened the material in highly stress applied area creating an incipient crack. Additional axial load application by the patient had contributed to the event. Intra-operative material damage was regarded being user related. In case substantive information becomes available we reserve the right to re-open the investigation with root cause assessment.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: a nail breakage occurred. Since it has been a while since it was implanted, it is thought to be a breakage due to metal fatigue. Revision surgery occurred as a result.